Event description:
It was reported that a patient underwent a urological procedure in 2006. The urinary catheter was removed one week after the procedure and the patient experienced a burning sensation upon urination. A urine sample was taken and the patient's bladder was emptying normally. The patient state that the physician did not indicate the presence of a urinary tract infection, but the patient was prescribed cipro. The following week the patient underwent a successful circumcision.

Manufacturer narrative:
Conclusion: not conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.